Manufacturer narrative:
Date of event the exact date of the event was not reported.

Event description:
It was reported that during a prostate procedure the fiber broke. There was no procedure and patient outcome information provided.